Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, opening on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) . No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side rupture per CT. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture per CT scan.

Event description:
Healthcare professional reported a left side rupture per CT. Device remains implanted.